Event description:
It was reported that the pump is intermittently responding to the ok button. The pump reportedly has not been exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the testing confirmed the intermittent response to button presses on the keypad, and there was evidence of adhesive/contamination under all of the button contacts.